Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when a patient was changing a cassette to another one for regular replacement during the pre-use check (no extension tube was connected to it), a high pressure alarm went off. The alarm occurred in another pump as well. Then, when the alarm stopped for a moment, the cassette was connected to the extension tube and priming was performed, but the alarm persisted. Even though the patient removed the red cap and the clamp, the alarm was not cleared. So both the extension tube and the cassette were changed with another one. After that, the alarm was settled. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the investigation site. The photo shows a 100ml cassette attached to the extension set; both devices are observed as a whole, but no damage or dysfunctional conditions are observed. The reported failure mode, alarm displayed, is not confirmed. If the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).